Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that while they consistently wore the retainers provided their teeth still shifted, this movement occurred during the retention phase while under byte care. Do to the treatment they now have gum recession that requires surgical intervention.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.